Event description:
It was reported that during a colon procedure, the active blade broke off. The broken part was never found. No patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.